Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3max) was repeatedly kinked from the distal tip to approximately 71.5 cm from the distal tip. The complaint has been evaluated. The complaint indicated that a resistance was felt when withdrawing the 3max from the c4 segment of the internal carotid artery, and stenosis was revealed after successful aspiration of the target thrombus. Evaluation of the returned device revealed kinks from the distal tip to approximately 71.5 cm from the distal tip. This type of damage typically occurs due to improper handling during use. If the 3max is manipulated within anatomy at angles that exceed those listed in product specifications, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system 3max reperfusion catheter. During the procedure, a 5max ace reperfusion catheter was used coaxially with a 3max. The physician experienced a slight resistance when removing the 3max from the 5max ace. It appeared that the 3max was ovalized. The physician continued using a 5max ace to complete the procedure. After aspiration, angiography revealed stenosis. Physician's comment: I never felt resistance like this before until now. I thought that it may have been slightly caught the 3max to the stenosis in ic (c4).

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.